Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unknown. The caller also stated that the insulin pump was not allowing the customer to bolus, and the buttons were not responding. It was stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had a missing end cap sticker.